Event description:
Sales rep and account reports leaking from posiflow injection site as well as many remaining depressed. Account notes no patient injury. Also note from the account indicates: 1. Able to flush yet unable to draw back. 2. Unable to flush - right out of the package. 3. Blood freeflowing from valve. 4. Blood backed-up into tubing and clotting off the line. These will be added to the complaint for all 3 devices identified. Additional information indicates account experienced 16 groshong catheters clotting in one week requiring tpa (tissue plasminogen activator) to be administered to unclot the catheter. No pt injury was reported.